Event description:
While attempting to pull up the 6 shooter saeed multi-band ligator through the endoscope channel, the blue part (hook) fell of (the loading catheter). Another device was used to complete the procedure. This occurred during the loading process; the loading catheter was not located inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The handle, catheter and stylet wire was returned. The trigger cord and barrel was not returned. One blue hook was attached to the catheter and was fully seated. The other blue hook was returned and was detached from the catheter. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter's stylet wire as well as the detached blue hook were measured and verified to be within the appropriate manufacturing specifications. No kinks or bends were noted on the loading catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.